Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was burst when the pressure was continued to 21 atmospheres. The procedure was completed with another of the same device. The patient condition following procedure was stable.